Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported issue could be reproduced on-site. Alarms for peep (positive end expiratory pressure) low were generated. The expiratory valve solenoid was exchanged but not returned for investigation. Functional test was performed before the ventilator was returned to service. The evaluation of received ventilator logs confirms alarms for peep low. Since no parts were returned for investigation, the root cause of the alarms for peep low has not been determined, but a defective expiratory valve solenoid may be a contributing factor. This will be detected during pre-use check and alarms for peep low will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for peep (positive end expiratory pressure) value during patient treatment. There was no patient harm. Manufacturer's ref #:(B)(4).